Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). A potential root cause for this failure mode could be short latex dwell time, latex dip speed out too slow causing thin sac. Based on information in the pfmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labelling has been conducted for investigation purposed. The IFU is attached in the investigation overview tab. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, patient was admitted for treatment of benign prostatic hyperplasia. On (B)(6) 2025, underwent transurethral resection of the prostate. Postoperatively, the physician placed a disposable sterile catheter to maintain continuous bladder irrigation. On the morning of (B)(6) 2025, the balloon was found to had spontaneously ruptured, causing the catheter to dislodge. This resulted in obstructed fluid flow and local hematoma formation, increasing the risk of urinary tract infection as bacteria could more easily enter the urethra or bladder through the damaged site. The incident was immediately reported to the physician for urgent intervention, and a new catheter was reinserted per medical orders.